Event description:
This is an international report of a minicap transfer set that after 2 weeks of being used, liquid could not be stopped even by closing the clamp. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for broken occluder feet. The plant evaluation cited no visible signs of overtorquing and complaint text did not address incorrect reagent usage so the root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.